Event description:
The pt was bilaterally implanted with siltex saline mammary prostheses on 6/1/93. Subsequently, the pt experienced a deflation of the left device and bilateral capsular contracture and pain. The devices were removed on 12/12/95.